Event description:
It was reported that the patient was experiencing pocket pain. The patient underwent a pocket revision and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).